Manufacturer narrative:
(B)(4). The stent remains in the anatomy. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2011, two xience v stents were successfully implanted in the proximal left anterior descending coronary artery. On (B)(6) 2013, per diagnostic coronary angiogram, the stents were noted to be totally occluded (ref: MFR # 2024168-2013-06587 and MFR# 2024168-2013-06588). On (B)(6) 2014, the patient died suddenly at home. It was confirmed that the sudden death was due to cardiac disease. An autopsy was not performed. There was no additional information provided.